Event description:
It was reported that during a routine pulse generator change out, an insulation anomaly was noted on the lead but measurement values were good. The physician repaired the lead and the lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.